Event description:
Reportable based on device analysis completed on 23jun2023. It was reported that the wire got damage. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A rotawire drive was selected for percutaneous coronary intervention (pci). During the procedure, when the device was directly pulled out from the calcified vessel, it was noted that the wire presents a silk thread state or thin wire. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the device was broken at the distal tip.

Manufacturer narrative:
Device evaluated by manufacturer. Visual and microscopic inspection of returned product revealed, that the distal tip of the guidewire broken. It was located approximately at 1cm from the distal end. Additionally, was observed kinked. Spring tip was observed stretched and kinked. Inspection of the remainder of the device presented no other damage or irregularities.